Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that the patient's family stated they did not go to the ER, the patient was feeling better the next day. They also stated the pain was probably due to the incisions for the surgery, as of the time of the report there were no further surgery revision plans. This had been confirmed with the physician's office. Additional information was received, it was reported that no further surgery had been performed or planned. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced extreme pain during post-op when the device was off or on. There were no reported contributing factors. On the day of implant, it was attempted to turn the device off, but the patient was still in pain. It was reported that the patient was going to the emergency room (ER) and that surgical intervention had been planned. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.